Event description:
An operating room nurse reported a few cases of tass. They are not sure if these cases are related to this product. There are currently no pt identifiers. Additional info has been requested.

Manufacturer narrative:
Eval summary; the product has not been received for eval. Product history records could not be received because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).